Event description:
It was reported that patient experienced a bent infusion set that caused hyperglycemia and hospitalization on (b)(6)2026. The blood glucose was 800 mg/dL at hospital admission. The patient was hospitalized for greater than 24 hours and treated with intravenous drips. Upon admission to the hospital, the patient reported experiencing a general sense of illness and discomfort, accompanied by headache, fatigue, and weakness. The patient also noted an increased thirst, along with gastrointestinal symptoms including vomiting and diarrhea.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.